Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the issue. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation until mechanical ventilation was restored. There was no report of patient injury.